Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications # (B)(4) weres opened for the device with correlation to the reported complaint. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications #(B)(4) were opened for the device with correlation to the reported complaint. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
"Check patient side, unable to infuse". (B)(6).